Event description:
The customer reported that during a mononuclear cell (mnc) donation procedure, the nurse attached the access and return lines to a recircuit tubing, used in dialysis to recirculate the blood, while the donor got up to void. Approximately, 45 min after she reconnected the donor, the donor had a possible citrate reaction. The donor felt light headed, was bradycardic with pulse in the 40's, had cramping, was diaphoretic, and felt weight on her stomach. Her blood pressure was 95/45. The donor was given calcium gluconate IV 2gm and 1 gm calcium carbonate orally. Stat 12 lead EKG and stat labs were done. The customer was unable to provide the patient identifier. The disposable set is not available for return because the customer discarded it. This report is being filed due to medical intervention in the form of calcium gluconate IV.

Event description:
The unit of measure for the patient's weight was inadvertently submitted as kilograms, but should have been pounds. The patient's weight is (B)(6) lbs.

Manufacturer narrative:
Investigation, evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the device history record (DHR) was reviewed for this lot. There were no issues noted in the DHR that would have had an impact on what the customer experienced. Investigation evaluation and corrective actions are in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: per the customer, the donor left the customer site in stable condition and did not require any follow-up. The lab results provided by the customer were evaluated. The donor experienced bradycardia, had low calcium, and her ph was 7.46. The low calcium is indicative of a possible citrate reaction. The bradycardia and low ph are indicative of a vasovagal reaction and hyperventilation. The use of recirculation tubing to connect the access and return lines together and continuing to run the machine while the donor is disconnected is not recommended. The citrate in the return line will enter the access line, so more anticoagulant than expected by the spectra device will be in the tubing set. It is likely that this additional anticoagulant caused the hypocalcemia symptoms for this donor. If a donor needs to be temporarily disconnected from the device, the operator should pause the procedure and cap the access and return lines. Per the therapeutic apheresis: a physician's handbook, citrate reactions may occur in as many as1. Some 2% of procedures and vasovagal reactions may occur in as many as 0.5% of procedures. The majority of these reactions are mild and well tolerated. A review of the lot for similar reports was carried out, none have been reported. Root cause: the disposable set was unavailable for root cause analysis. Based on the evaluation of the donor's lab results and the use of the recirculation tubing, it is likely that the donor began to experience hypocalcemia symptoms and became a bit anxious, which then led to a vasovagal reaction.